Event description:
The customer reported that they got a cannot analyze the ECG message while performing a 12 lead ECG. There was no pt involvement as this was done during training.

Manufacturer narrative:
(B)(4). The customer reported that they got a cannot analyze the ECG message while performing a 12 lead ECG. There was no pt involvement as this was done during training. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.